Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) protruded from the skin. The sealant was dislodged from the arteriotomy and did not appear to stick to the device. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The procedure was performed using a retrograde approach. The deployer was mynx certified. Angiography verified femoral artery suitability, including vascular sheath introducer insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was reported as little, and no peripheral vascular disease or calcium was present near the puncture site. The device was stored and prepared according to the instructions for use (IFU). Device storage temperature did not exceed 25°c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during use of the device. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.